Manufacturer narrative:
The reported events of endophthalmitis, fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported endophthalmitis in the right eye against the xen®45 gts after a needling procedure was performed. The patient was hospitalized and received broad spectrum antibiotics, ocular and oral. The eye is quiet now, the conjunctiva is not recovered yet. The patient is under medical supervision. According to the doctor, there is no permanent damage. The device remains implanted.